Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The filter was returned and it was found ot have met all the required specifications. The complaint investigation is inconclusive for failure to expand, as no images were provided. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that a vena cava filter did not fully expand and some legs were crossed upon deployment. A snare device was used to capture and retrieve the filter. A new vena cava filter was deployed successfully. There was no reported patient injury.